Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 05aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit and the reported issue was confirmed. The fse replaced the gas delivery system (gds) to resolve the reported issue. Unit passed required performance verification tests per philips standards. The gds was received for failure investigation (fi) and the reported issue was duplicated on the returned part. The root cause was isolated to a defective u7 on the data acquisition (da) printed circuit board assembly (pcba). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of machine pressure sensor auto zero failed after preventative maintenance. There was no patient involvement at the time the issue was discovered.